Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had already been alarming again with a "no disposable". It was stated that this was the fifth time the issue had been reported in the last 24 hours. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. There was no patient harm.

Manufacturer narrative:
D4: primary UDI number, g4: PMA/510(k) #, and h4: device mfg date: correction. D3: mfg establishment name and h6. Codes: updated. Device evaluation: customer reported the pump had already been alarming with "no disposable". Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.